Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing separating at the connection, just distal to the portion of tubing that sits in the infusion set.

Manufacturer narrative:
Additional information received added to b5. Investigation results: the customer reported the tubing was separating, and returned one unused sample of material 2420-0007, lot 25085815. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by implementing two new fixtures for the solvent dispenser to aid in application. This incident has been added to our database of reported incidents.

Event description:
Additional information: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No. Was there any leakage occurred as a result of this event? No.